Manufacturer narrative:
Pump passed the displacement test, but failed the self-test due to partial display. Unit was cut open to perform visual inspection and evidence of cracked lcd glass. In addition, there is evidence of moisture damage on pcba 2 and the motor assemblies. The following were noted during visual inspection: scratched case, corroded battery tube, corroded motor home switch, and pillowing keypad overlay, cracked lcd glass. The p-cap does lock properly. Partial display is confirmed due to cracked lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced partial screen on the bottom of the insulin pump screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1884l was requested and customer response was the device will be returned.